Event description:
It was reported that a customer's automatic endoscopic reprocessor (aer) was leaking cidex opa from a connection. There are no reports of injury or contact with the disinfectant. The unit was repaired locally and was reported to be functioning normally.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for six months, from (B)(4) 2009 to (B)(4) 2010, shows no similar issues with the unit. Trending analysis for the problem code ''fluid leak" was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) review showed that related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or 'as low as reasonably practicable'. The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. A review of the hhes found the highest hazard / risk index to be 5, which is considered low risk. Follow-up was made with the customer who indicated that the biomedical engineer repaired a leak coming from a connection. After the leak was repaired, the unit was operating normally. The trending shows that the failure is not significant and the risk associated with the failure is low. No product was returned to asp for testing.